Event description:
It was reported that the customer's insulin pump alarmed motor error. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The motor was tested outside the device and passed the motor test. The unit was received with cracked case near display window corners, cracked reservoir tube window, and reservoir tube.